Event description:
The facility reports the resident was being transferred out of bed when the lift arm detached. It struck the resident on the left eyebrow, causing a large bump on the left eyebrow with redness at the injury site.